Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instrument, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
During a procedure, the drill bit fractured into the patient's femur. The fractured piece was removed. There was no delay in procedure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported on 3002806535-2016-00535.